Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. The trial started on (B)(6) 2019. The patient stated that he had voided 31 times in 2 1/2 days and he felt that was way too much and hope it did not continue. Patient also stated the only sensation he was feeling was the pinching from the bandage on his back. He further reported not seeing the benefits on the left side and they switched over to the right side and increased stimulation to 3.6 and max setting had been reached. Additionally, the patient mentioned that he had a very bad fall and that he hurt himself very badly. Patient also mentioned he was in a lot of severe pain. Patient stated he was receiving the message of reaching maximum settings when trying to raise his stimulation. Patient was now receiving the error message that the lead was not connected and to follow up with the clinician's office. No further complications were reported or are anticipated.